Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 2 events were reported for this quarter.   Product return status : 2 devices were received for evaluation.   Evaluation status : 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion and a broken cutting accessory. 1 device evaluation is in progress.   Additional information : 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device had a broken cutting accessory still attached. 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data. 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. 1 reported event was confirmed during testing; however, the cause was not established. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.